Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that blood was leaking from the gas outlet connector of an hls set during patient treatment. The affected hls set was exchanged during patient treatment with a new one. No harm to any person has been reported. The affected product was technically investigated in the getinge laboratory on 2023-05-25. A leak test was performed at the water, gas and blood side of the product. On the blood side of the oxygenator a leak could be determined at the emergency gas outlet during the leakage test. During the investigation, a leak between the blood and gas side of the oxygenator could be confirmed. The product was leaking from the gas outlet port. However the most probable root cause of the failure could be caused by the following: - insufficient pur encapsulation of the mat package; - fiber detachment in the pur encapsulation ; - fiber damage. Based on the investigation results the reported failure "leakage at the gas outlet connector" could be confirmed. The exact root cause remains unknown. According to our risk review the reported failure corresponds to an occurrence rate ¿3:justifiable¿, which is below the acceptance threshold according to our risk management plan. Getinge is monitoring incoming complaints for the reported failure on an ongoing basis. Thus further actions will be performed in case of adverse trending of the reported failure. The occurrence rate was calculated for the reported failure and product and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
The event occurred in australia. It was reported that blood was leaking from the gas outlet connector of an hls set during patient treatment. The affected hls set was exchanged during patient treatment with a new one. No harm to any person has been reported. Complaint #: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow-up emdr will be submitted when additional information becomes available.